Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had diarrhea when voiding but believed that they were not emptying their bladder which was uncomfortable. It was noted that after making a therapy adjustment, the patient felt the stimulation and it did not hurt. It was recommended that they follow up with their healthcare provider for any advice or questions about their health. The patient later reported that they were still having diarrhea with their voids. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.